Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an undefined elevated blood glucose (bg) level and diabetic ketoacidosis. The ICU staff treated the customer with intravenous saline and insulin. The customer was released 3 days later with no permanent damage. The cause for the bg is unknown.